Manufacturer narrative:
A replacement pump was sent to the customer. The product was received on 03/16/2016 and evaluated by quality engineering on 04/11/2016. The customer complaint could not be confirmed; the unit passed all functional tests. See attached product evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer originally reported to customer service on (B)(6) 2016, that her freestyle breast pump was changing speeds on its own. On (B)(6) 2016, the customer emailed that she had returned the pump, but had developed mastitis. In follow-up with a medela clinician on (B)(6) 2016, the customer stated that she was diagnosed with mastitis on (B)(6) 2016 and was prescribed cephalexin for 10 days. Her mastitis is resolved and the replacement pump is working well.